Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
Cmpl-11270769

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d4, h4 and h6. D4: model no - correction. D4: lot no - correction. D4: expiration date - correction. D4: UDI - correction g3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H4: device mfg date - correction. H6: type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.